Event description:
It was reported that there was coring while using bd phaseal¿ injector luer lock n35j. No patient impact reported. The following information was provided by the initial reporter, translated from (B)(6) to english: this is a report about coring occurring during preparation of endoxan. According to the customer's report, floating matters are generated in the vial at high frequency during preparation of endoxan.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that there was coring while using bd phaseal¿ injector luer lock n35j. No patient impact reported. The following information was provided by the initial reporter, translated from japanese to english: this is a report about coring occurring during preparation of endoxan. According to the customer's report, floating matters are generated in the vial at high frequency during preparation of endoxan.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 11-sep-2022. H6: investigation summary two protectors attached to a vial, one injector connected to a syringe, and one infusion adapter connected to a saline bag was provided to our quality team for investigation. The product was visually inspected, no defects or damage observed on any of the product and no foreign matter was observed in the vial, syringe, or infusion bag. A device history review was performed for injector lot 2105004 and protector lot 2109112, no deviations or non-conformances were identified during the manufacturing process that could have contributed to these issues. Fragmentation testing is performed according to procedure, to evaluate any particulates generated by the injector when mated to other components after ten activations. Testing results were reviewed for the reported lots and results were found to be acceptable.